Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative and distributor regarding a patient implanted with a screw in an unknown spinal therapy for an unknown spinal indication. It was reported that the screw broke during surgery and there was a fragment remaining in the patient's body. There was no patient injury as a result of the event. No further complications were reported/ anticipated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative and distributor regarding a patient implanted with a screw in an unknown spinal therapy for an unknown spinal indication. It was reported that the screw broke during surgery and there was a fragment remaining in the patient's body. There was no patient injury as a result of the event. No further complications were reported/ anticipated.